Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had diabetic ketoacidosis. Customer had a symptom like nausea. Customer treated high blood glucose with manual injection. Customer was neither hospitalized nor was emergency medical service dispatched. Customer was using auto mode at the time of event. Insulin pump will not be returned for analysis.